Event description:
It was reported by the customer that the user punctured and aspirated the vessel; he then dilated and inserted the spring wire guide (swg). The distal tip of the catheter was placed on and pushed over the swg. The swg became "stuck" at the hub level (i.e. At blue joint where the single lumens meet). According to the users' information this has happened before and in that case the catheter could only be pushed by force. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.